Manufacturer narrative:
Device not accessible for testing. At this time, the customer has not requested getinge to evaluate the iabp. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us. Device not returned to manufacturer.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) would not go back into auto mode. No patient harm, serious injury or adverse event was reported.